Event description:
Pt was on machine for 1 1/2 hours without problems. At 8:45 blood pressure taken - no complaints - at 8:48 pt moaned out when staff checked on pt it was noted that there was blood on floor under chair. When dialysis line was attempted to be re-hooked up it was noted that catheter had fallen apart during run. The venous luer lock had become disconnected from venous side of catheter - cardiopulmonary resuscitation was begun saline was also begun - 5000 cc of saline given. Pt unresponsive; transported to ER by ambulance where "she" died.